Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized for a high blood glucose (bg) level (over 600 mg/l) and diabetic ketoacidosis (dka). The cause of the high bg was not known. Prior to the hospitalization, the customer delivered a bolus via the pump and the hospital treated the customer with insulin and fluids. The customer was discharged 2 days later. The high bg and dka were resolved. As the event had occurred in the past, tandem technical support was unable to troubleshoot.